Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
It was reported that during a patient transfer from a bed to a wheelchair using the arjo maxi move passive floor lift and passive clip sling, the patient slid through the sling and fell onto the floor. As a result of the incident, the patient hit her bottom and her head on the floor and sustained a laceration on the head requiring staples. After the event, an arjo representative inspected both the lift and the sling and did not find any devices' malfunction.

Manufacturer narrative:
Arjo was notified about an event with a maxi move passive lift and arjo sling large size. It was reported that a patient was transferred from a bed to a wheelchair with the assistance of 2 caregivers. In the middle of the transfer, the patient slid out of the sling and fell out from the device on the floor. The customer reported that the clips did not come undone during the transfer and the patient¿s entire body fell through the hole where the buttocks rests. All 4 clips were still attached to the spreader bar. The patient¿s buttocks hit the floor first then her head hit the floor. The patient (female, 95 years old, 63 kg) sustained a laceration on the back of the head treated with staples to close the wound. After the incident, an arjo representative visited the customer to conduct an interview and the device inspection. The lift and sling were found in overall good condition, and no malfunction was found. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed possible factors which could lead to a person sliding out from the sling: a wrong application of the sling (e.g.: wrong type of the sling used, wrong position of the resident/patient arms) - this scenario can be excluded as it was established that the sling was correctly applied during the event. Using an inappropriate size of the sling (several sizes off) ¿ this scenario might be in line with the compliant description as the customer reported that patient who was petite and weight 63 kg used a large size of the sling. The sling instructions for use contains a section that instructs how to correctly select the sling size also, IFU contains information that: ¿the right type and size of slings should be used after proper assessment of each patient/resident¿s size, condition, and the type of lifting situation.¿ ¿ warning: to avoid the patient from falling, make sure to select the correct sling size according to the IFU.¿ "the patient's physical disabilities, weight distribution, and general physique needs to be taken into consideration when selecting a sling." In summary, the maxi move passive lift and the sling were used as a system for patient handling at the time of the event and in that way contributed to the event. Based on the performed evaluation of the device conducted by an arjo representative who visited the customer site there was no technical deficiency found. This complaint was decided to be reportable to the competent authorities due to a patient fall and a serious injury occurrence.